Event description:
It was reported that there was a plunger travel error. No patient involvement or injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was removed/broken. The left and right plunger cases were damaged. The bottom case was cracked. The event log showed there was a check clutch/travel course reverse alarm in the history. The customer stated problem could not be verified after multiple flow and occlusion tests. The root cause of the reported issue was found to be that the clutch was released during an infusion causing the travel course reverse alarm. The reported problem was caused by the customer. Replaced clutch half's left and right with leadscrew and spring as a preventative measure, and parts were over 4 years old.